Event description:
During troubleshooting of a system error (se) 2240 alarm, on the home choice (hc) unit, the home patient (hp) stated that before the hc alarmed se 2240 the patient line disconnected from the transfer set because of a loose connection. The problem was noted during use, with the patient connected in initial drain. It was unknown for how long the hc was in use before the problem was noted. The technical service representative (tsr) had the hp power cycle the hc again and it proceeded to "press go to start". The tsr instructed hp to start over with all new supplies and to inform their registered nurse of the se 2240. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, however, there was no patient injury or medical intervention, associated with this event. During a follow-up with the nurse present at the time of the alarm, it was confirmed that the patient is fine and has continued on with his peritoneal dialysis (pd) therapy. He provided clarification on the cause of the alarm. He advised that the loose connection was not between the patient line and the transfer set, in fact, it was between the two metal parts of the titanium adapter, between the sleeve of the adapter (on the catheter) and the body of the adapter (which connects to the transfer set). The nurse confirmed that they did not know the cause of the loose connection, damage/defect not noticed. He advised that this adapter gets changed every three months and that the patient had it changed about two months ago. The pd clinic nurses were advised of this event, the day after, and they gave him antibiotics as a precautionary measure. During another follow-up with the pd clinic nurse, she believed the loose connection would be between the transfer set and the catheter as the patient is supposed to tighten the connection periodically and this patient being elderly, she thought may have forgotten. The nurse from the pd clinic that was contacted the night of the event replied to baxter via email confirming that the disconnection occurred between the catheter connector (or patient connector) of the transfer set and the catheter titanium adapter.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a titanium adaptor could not be confirmed due to no sample being returned; therefore, a root cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.